Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 1.1, laboratory inr: 2.1. Therapeutic range: unk. The time between testing was not provided. The customer was using a diabetic 28g lancet to stick to the finger. There was no reported adverse event. There was no add'l info provided.